Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported approximately 2 months post procedure at the right m1 distal lesion the patient developed an intracranial hemorrhage and subarachnoid hemorrhage. There were no clinical consequences reported to the patient. No further information is available at the moment.

Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported approximately 2 months post procedure at the right m1 distal lesion the patient developed an intracranial hemorrhage and subarachnoid hemorrhage. There were no clinical consequences reported to the patient. No further information is available at the moment.